Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the fenestrated bipolar forceps clamp broke while clamped on fibroid tissue. The customer was able to unclamp safely. The procedure was completed with no reported injury.